Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated reports: 0001825034-2018-02767; 0001825034-2018-02768; 0001825034-2018-02769. Report source: foreign. The event(s) occurred in (B)(6). Report source: literature. Borgwardt, arne, et al. ¿a randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants.¿ the journal of arthroplasty, 2017, doi:10.1016/j.arth.2017.11.061. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned to manufacturer.

Event description:
It was reported in a journal article,two patients expired prior to 8 year follow-up. The timeframe between deaths and initial hip arthroplasty were not reported. The cause of death and relation to device are unknown. No further information has been provided at this time.